Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation , fuse f600 was broken from the computer/analog (c/a) board. The cause of the inability to power on was the broken fuse. The root cause of the broken fuse was unable to be positively identified. No adverse event resulted from the damaged fuse.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) will not power on.